Event description:
The advocate stated her husband was getting abnormally high and low blood glucose results on the contour next link and it was the cause of him being sent to the hospital. Details about the incident were not provided. The hospital blood glucose readings were 80,86 and 100mg/dl different than the reading he received on his meter, which was 378mg/dl. The test strips are expected to be returned for evaluation. Replacement meter and strips were sent to the customer.